Event description:
It was reported that the device was used during a hemorrhoidectomy. Both staplers did not fire. The staples did not fully deploy and were unformed and there was no cut. The case was completed traditionally.